Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2015 with the following findings: during investigation, a review of the black box data and cgm history showed several cs215 cgm failure warnings. During testing, a test transmitter was paired with the pump correctly. Blood glucose values were set twice within 24 hours; both values were entered successfully. The pump and transmitter were exercised for 24 hours successfully and the pump performed within specifications. The complaint of a dex90/cgm data failure was shown in the history but was not duplicated during investigation. The pump¿s cover was removed and an intermittent condition was found to the cgm module due a failed cold solder connection on the transceiver board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (dex 90 cgm data failure alert) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.